Event description:
As reported by an edwards italy affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, resistance was felt during insertion of the commander delivery system and valve through the 14 fr esheath+ and was stuck at the level of the femoral head and within the partially expandable part of the esheath+. It was noticed that the valve stent was damaged during its passage inside the esheath+, so the devices were removed as a unit. Upon removal of the devices, damage was observed on the esheath+. A new kit was opened, and the procedure was successfully completed. There was no patient injury. Per report, there was calcium present inside the femoral artery, which was the possible cause of the damage to the valve stent. Images of the device was provided by the site, and the esheath+ was observed to have a liner puncture and a liner strand.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The valve was returned to edwards lifesciences for evaluation. The returned device was visually examined for any abnormalities and the following was observed: two struts bent outwards at the inflow side; bent struts were corrected; expanded valve frame slightly canted; leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Imagery was provided and the following was observed: one bent strut outwards at distal end; calcification and tortuosity observed in patient's access vessel. Mld (minimum luminal diameter) large enough ; strain relief appears punctured at two locations. Liner strand noted at distal puncture location. Due to the nature of the complaint, no applicable functional and dimensional testing was performed. The complaint was confirmed through visual examination. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint was confirmed based on evaluation of the imagery provided and returned device. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (device manipulation or high push force) likely contributed to the event as provided information and imagery indicated presence of calcium and tortuosity in patient's access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Additionally, tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.